Manufacturer narrative:
Analysis of the system computer activity logs revealed that the reported behavior was attributable to a communication error at initialization of an eeprom chip in the air bubble detector communications circuit board recycling power resulted in a restart of this chip, which restored proper function.

Event description:
During preparation for cardiopulmonary bypass procedure, an indication on the main console display warned that the system was not properly communicating with the air bubble detector. There was no reported adverse consequence to the patient as a result of this event.